Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrogram (egm) on this left ventricular (lv) lead. Technical services (ts) reviewed the device data, noted premature ventricular contraction (pvc) for some time and wondered if there is evidence of a possible dislodgment or an experienced fall. Additionally, alerts of low intrinsic amplitude out of range and pacing percentages below the programmed thresholds were noted. The plan is to continue to monitor and further evaluate in an in-clinic visit. No adverse patient effects were reported. This lv lead remains in service. Additional information was received that the lv lead showed deflections that could be potential oversensing. No adverse patient effects were reported. This lv lead remains in service.